Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2015 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2015. Concomitant medical products: model number/catalog number: sc-8216-50; serial number: (B)(4); batch/lot number: 14868630; model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced inadequate stimulation and the device was non-functional. The patient underwent an explant procedure.